Event description:
Dealer called stating that the edges of the handrims are allegedly rough on the tdlx manual wheelchair causing the consumer to allegedly cut her hands.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model tdlx, serial number/date (B)(4) is approximately 10 years 7 months old. The owner's manual was issued with this device. The consumer is a female whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.